Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited "check plunger sensor / travel coarse error". There was no patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 1/22/2025. D3 - mfg establishment name and address: corrected. H3 and h6 codes - updated. The suspected device was returned for evaluation. The device was visually inspected and found that the cracked top case. The event history log (ehl) was reviewed, and the reported complaint was confirmed. The plunger cable, motor, worm coupling, and clutch were replaced to correct the issue. The software was updated and reset to the standard configuration. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.